Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This one event (death) for the same patient involving two separate products: associated mdrs #1225714-2014-01001 and 1225714-2014-01002.

Manufacturer narrative:
This is one of two device reports associated with this event . Associated MFR#s: 1225714-2014-01001 and 1225714-2014-01002. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received noted that the pt's experience was sudden in nature and the pt expired two days later, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.